Event description:
It was reported that the intraocular lens (iol) was explanted at implant during the same surgical procedure as a posterior capsule tear was noted (either from the insertion itself or an insertion enlargement of a small unseen hole present prior). A limited anterior vitrectomy was done after the lens removal and a three piece lens was placed in the sulcus with no reported patient injury or complications.

Manufacturer narrative:
Only the outer carton was received. The device was not returned for evaluation. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Date of this report: corrected to (B)(6) 2012. Date received by manufacturer: corrected to (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted.